Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not receive appropriate therapy for vf. Upon review of the device, there were 21 recent episodes, including: one non-sustained vf, 9 svt, 1 vt, and 10 vf (5 with aborted therapy and 5 with delivered therapy). Non-sustained rv oversensing episodes were also noted, along with low r-wave amplitudes. Suspected undersensing of vt/vf signals on the near-field channel, which led to false sinus detection, was most likely the reason that therapy was aborted. Programming changes and lead re-positioning were suggested. However, it was later reported that the patient expired.

Manufacturer narrative:
No conclusion code available. The reported undersensing was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported undersensing could not be determined.